Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on a black screen with a password input box. A field service engineer (fse) found the station stuck on a black screen with a password input box and unable to detect the hard drive during boot. The fse replaced the sata cable, rebooted successfully, and had registered pharmacy staff logged in. The station is now working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station stuck at black screen with a blue box prompting password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.